Event description:
Attorney alleges "in 2008, and continuing until his death three months later," the patient experienced "inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. After several months of these intermittent shocks, which required several visits to the hospital and semi-weekly monitoring of the defibrillator" the patient died four months later. Attorney alleges the patient "died as a direct and proximate result of defects" in the lead and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish." Review of manufacturer's database verified patient's death. There is no allegation from a healthcare professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.